Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock-up, resulting in an unclearable eri. The condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.

Event description:
It was reported the patient presented for a routine follow-up, where the device was found to be at eri (elective replacement indicator). The device was explanted and replaced. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.